Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and expired on the same day as a result of exposure to naturalyte and/or granuflo which was administered for dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event.